Event description:
Foreign substance in package.

Manufacturer narrative:
Based on the info provided this event is deemed a reportable malfunction. It was reported that the product had not been used as the customer found this defect during their coming inspection. No additional event details have been provided to date. Should a return sample or additional info become available a follow-up report will be submitted.